Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. It was indicated that the patient did not use the overlay patch, which is off-label usage of the device. The patient experienced a wearable failure which occurred 1 day after the sensor had been inserted in the arm. On saturday, (B)(6) 2024 evening the patient changed sensor and insulin site; however, he received a failure message, it is unclear if the failure was late saturday or early sunday morning. He fell asleep and just notice it after he woke up the next day on sunday (B)(6) 2024. He was not getting alerts for high or low as the only alert he got was sensor failed, and the insulin pump was not providing insulin to the patient. The patient experienced extreme thirst and vomited. On sunday, (B)(6) 2024 afternoon, his friend took him to the medical center. There the patient was treated with fluids and IV insulin. The nurse took a blood glucose (bg) reading but the value as it is too high. The next day the bg was 330mg/dl. The patient was discharged from the hospital (B)(6) 2024 at 2pm and the bg reading was 125mg/dl. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.